Event description:
Pt reported her infusion device does not work well due to creating continuous bubbles which she found in the infusion tubing. Pt stated she noticed the bubbles because of her elevated blood glucose value. Pt reported her blood glucose level has reached about 400-480 mg/dl. Pt's normal blood glucose level is 150-160 mg/dl. Pt stated the infusion device did not display any errors or alarms. Pt reported she tried changing the infusion set but the problem persists. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.